Event description:
It has been reported to us that during the procedure, the radiopaque marker band separated from the shaft of the aspiration catheter. The physician inserted the aspiration catheter over the guide wire into the patient. At some point during the procedure, the radiopaque marker band separated from the tip of the aspiration catheter, and remained on the guide wire. The physician was able to remove the guide wire, and the separated radiopaque marker band from the patient. The physician continued the case with another device. The patient is reported to be fine. An attempt to obtain additional details of the case has been made.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.